Event description:
It was reported that a user experienced a prefilled cartridge stuck inside the pump chamber, and customer support advised attaching a connector to the pump to facilitate removal; the user subsequently removed the cartridge without issues. Symptoms included no reported clinical effects. Outcomes included no interruption or need for medical care, no alarms, and successful resolution with education and troubleshooting. Investigation included telephone-based troubleshooting and user education to guide safe cartridge removal. Investigation of this case revealed a transient difficulty removing a cartridge that resolved with proper technique, with no device malfunction observed and no component damage reported. It was concluded, based on previously established findings for similar reports, that the cause was user handling or technique during cartridge removal.

Manufacturer narrative:
Initial.